Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data. Quality controls were within range on the day of event. Ccc advised the customer that the issue is suspected to be related to the sample. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample on two dimension vista 500 instruments (dv331165 and dv331166). The initial result obtained on instrument dv33166 was reported to the physician(s), and a recollection was requested. The original sample was repeated twice on dimension vista dv33165, resulting lower on one replicate and high on a second replicate. A new sample obtained from the patient was tested on dimension vista dv33166, resulting lower and matching the patient's clinical history. The corrected result obtained with the new sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.